Event description:
It was reported that a patient believed that the lead had moved. It was noted that the patient had constant burning and urgency but she didn¿t have to go. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v833270, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).